Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was unkonwn. The caller stated that the device was not exposed to a high magnetic field. Troubleshooting was performed. Assisted the customer to run a displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test.